Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the device passed all manufacturing specifications and no failure was identified. Therefore, the reported condition was not confirmed and an assignable root cause was not determined. A review of the device history was performed and no non-conformances were detected related to the reported condition.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10: additional narrative: correction: d10: the date returned to manufacturer was documented as (B)(6) 2020 on the initial report. This date has been updated to (B)(6) 2020. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Concomitant medical products: diamond ball cutter device. The actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This is report 1 of 2 for the same event.. It was reported from (B)(6) that during an unspecified surgical procedure it was observed that two diamond ball cutter devices with same product number and lot numbers were different in size. It was reported that the difference in size did not fall into the margin of error. It was reported that while attempting to use the cutter device, it was observed that the sizes of the cutter ball devices were different. It was reported that the diamond ball cutter devices were not used in the procedure. It was reported that there was a 20-minute delay due to the event. It was not reported if there was a spare device available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.